Event description:
Reporter alleged patient's glucose measured 245 mg/dl compared to the doctor's measurement of 105 mg/dl when testing was performed 2 minutes apart. It was stated the patient was given orange juice as a result of the comparison, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.